Event description:
The pt was originally implanted on (B) (6) 2009 with an scs system consisting of an ipg and a paddle lead. It was reported that with stimulation on, the pt had pain and swelling in his abdomen. When the stimulation was off the pain and swelling went away. The physician repositioned the lead during the week of (B) (6) 2010. The same lead was used so there is no product being returned. There is no further information available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.